Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the loose downstream actuator is unknown. No repairs have been performed at this time. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a loose downstream actuator.¿ no additional information is available.